Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the internal battery was observed. The device's internal battery will be replaced to address the issue.conclusion: device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.